Manufacturer narrative:
It was reported, that the storage temperature indicator on the pouch was activated prior to use, indicating that the device was exposed to a temperature outside the specified storage range prior to the device usage, the pouch was not returned. The warning section of the instructions for use (IFU) indicates ¿do not use if the center of the temperature indicator is black.¿ however, the eleven fasteners in the returned device were not affected by the possible temperature exposure. The returned sample was evaluated. During the sample evaluation, a total of eleven (11) fasteners were deployed successfully without issue during the simulated use test. The reported event that fasteners would not fixate, and a broken fastener was deployed was not reproduced throughout the sample evaluation. No manufacturing anomalies were noted, and the sample was found to function as intended during simulated use testing. A review of the manufacturing records was performed and found that the lot was manufactured to specification. While intraoperative photos were provided, depicting a broken fastener and fasteners not seating into the tissue, the sample evaluation did not identify any manufacturing anomalies and a definitive root cause of the reported event could not be determined. However, the most probable root cause is device user interface. The IFU describes the proper technique for fastener delivery, including instruction for angle, use of counter pressure and requirement for the uninterrupted completion of the trigger stroke.

Event description:
As reported, during a laparoscopic umbilical hernia repair procedure on (B)(6) 2020, the sorbafix tip was placed perpendicular to the mesh above the desired location of abdominal tissue and after pulling the trigger, the fastener only passed through the mesh but did not insert into the abdominal tissue successfully. Around 5 fasteners were not deployed properly and 1 fastener broke into two pieces when fired. The procedure was completed using another fixation device. The storage temperature indicator on the pouch was reported to have been activated prior to use. All loose pieces of the device were retrieved from the abdomen and no injury or impact to the patient was reported.